Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case and minor scratched lcd window. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with a wizard bolus and monitored. The wizard bolus was delivered properly.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, self test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The device was received with scratched case and minor scratched lcd window. It was programmed with a wizard bolus and monitored. The wizard bolus was delivered properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus wizard does not come up on the insulin pump. The customer's blood glucose level was 192 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Follow up request sent.